Event description:
It was reported that during a laparoscopic radical nephrectomy, approximately 30 minutes after the device had been inserted the internal silicone membrane disintegrated, the membrane seemed to be torn to co. The case was finished with a like device.